Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had device test failed. Customer's blood glucose level was 13.5 mmol/l. Customer states insulin pump stop during rewind. Customer performed self test and insulin pump error occur. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No prime fill anomaly noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No failed battery test or low battery alert noted during testing or in the insulin pump trace download. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the insulin pump history due to broken pin 6 trace (sda) on keypad assembly. (B)(4).